Manufacturer narrative:
The software analysis was unable to determine the probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue had not recurred following the initial instance.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735736, sw app 9735762 stealth s8 app 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the sites imaging system was unable to connect to the sites navigation system. The site rebooted the systems, changed ethernet cords, checked the bulkheads and ip information and made sure a nav tag was checked. The site was unable to communicate with the navigation system after doing troubleshooting over the phone as they also had 2 green boxed on the stealth. There was a reported delay of less than one hour and no reported impact to patient outcome. The site switched to a different medtronic navigation system.